Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the o-ring was missing to their reservoir compartment and the reservoir would not fit properly into the insulin pump. The patient's blood glucose at the time of incident was 165 mg/dl. The reservoir compartment chipped away over time. The insulin pump will be returned for analysis.